Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited noise and far r oversensing. Programming changes were discussed but not made. There were no patient consequences.